Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No pump error 37 noted during testing, however noted in trace download analysis due to moisture damage. Device passed self test, occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage.

Manufacturer narrative:
The information that provided with the initial report was missing. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was not able to rewind the insulin pump.